Event description:
This event happened outside the united states in (B)(6). According to the received information received on 09-08-2020, 3 months after injections of teosyal rha 4 in the cheeks, marionettes lines and jawlines , the patient experienced a delayed hypersensitivity reaction with swelling in the injected areas according to the information received on 09-10-2020 , the intensity of the adverse reaction is reported severe- the patient was treated with steroids and antibiotics. A hyalase injection is also plan and product dissolved under ultrasound and after MRI. As the patient is treating by a different practitioner than the injector and doesn't answer to the injector's call the evolution of the symptoms is unknown to date.